Event description:
On (B)(6) 2012, I had a da vinci assisted lavh, being released the following day on (B)(6) 2012. I felt as though I was recovering well for the first few days. Began having abdominal pain on (B)(6) 2012. Returned to surgeon on (B)(6) 2012 because I was not feeling well. Put on antibiotic and sent home. On (B)(6) 2012, went to ER and was admitted because it was discovered that my right ureter had suffered a thermal injury during my hysterectomy and my continued decline the days prior were due to the injured ureter leaking urine into my abdominal cavity. After two failed attempts at treating the injury conservatively, I had to be opened up, reoperated on, and my bladder reconstructed to reach my now shorter ureter.